Event description:
The hcp reported over the past year, the pt has had clear fluid filling the pocket. In march, the pt was scheduled for revision. The connector was visually examined and found to be cracked along the suture line. The connector was replaced. No pt symptoms were reported. Additional information has been requested but was not available on the date of this report.